Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file indicated that the normalized amplitude and average qrs rate did not match a shockable rhythm and the analysis feature worked as designed. The result is due to the limitations of technology available and not due to a device malfunction. The electronic case will be added to the ECG library for future releases. Analysis of reports of this type has not identified an increase in trend.